Event description:
It was reported that the patient presents in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high capture threshold and varying defibrillation impedance. No resolution was performed. The patient condition was stable and will be continued to be monitored.